Event description:
It was reported that the ilet user experienced insulin leakage after an infusion site was deployed incorrectly when part of the adhesive was folded and the site was not fully inserted, leading to an infusion set connection issue. The agent provided troubleshooting and education and walked the user through a site change. Symptoms included hyperglycemia, with a reported blood glucose of 273 mg/dl. Outcomes included no health consequences or impact. Investigation included troubleshooting and user education. Investigation of this case revealed user error related to incorrect infusion set deployment and attachment, which caused leakage and inadequate insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was user error during infusion set insertion and adhesion.